Event description:
It was reported that the patient had a fall (date unknown) that resulted in out-of-range/high impedance failure on both leads. The patient underwent revision surgery. The leads were successfully removed but damaged during removal. Two new leads were implanted without complications. There was no report of patient harm or injury. It was reported that the hospital staff discarded the removed leads. Therefore, no device evaluation can be performed.

Manufacturer narrative:
Mml #: (B)(4). The device manufacturing record was reviewed. No relavant non-conformances were found. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated h6.

Manufacturer narrative:
Mml #: (B)(4).

Event description:
It was reported that the patient had a fall (date unknown)that resulted in out-of-range/high impedance failure on both leads. The patient underwent revision surgery. The leads were successfully removed but damaged during removal. Two new leads were implanted without complications. There was no report of patient harm or injury. It was reported that the hospital staff discarded the removed leads. Therefore, no device evaluation can be performed.